Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The retention samples were visually inspected. All samples were confirmed free from any defects such as broken cannula, tilted cannula, bent cannula, damage, deformations, weak epoxy, epoxy breakage and missing components. Also, there were no deformations, damages or cracks on needle hub that would cause breakage of needle or affect fitting of needle hub when connected to syringe. All samples were confirmed to be in good condition. Prior shipment, qc conducts outgoing inspection to check visual defects that can affect product function. Thus, the lot is shipped in good quality.

Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Prior supply of cannula (raw material) to needle assembly process, qc conducts incoming inspection. Including dimensional inspection and verification of quality certificate. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. Assembled needles undergo in-process visual inspection prior supply to sg2 needle assembly. Proper instruction for usage of the sg2 needle was fully addressed in the instruction for use (IFU) indicated in the leaflet. Prior to shipment, qc conducts outgoing visual inspection to assure good quality of the products prior shipment. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the device needle breaks when they use the lock.